Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator had an episode of ventricular fibrillation were a shock was delivered but failed to convert the rhythm. The patient's rhythm slowed and spontaneously converted after several beats. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.